Event description:
Medtronic received a report that the solitaire fr stent's body was found damaged. The patient was undergoing surgery for treatment of an ischemic stroke located in the left middle cerebral artery. The patient's baseline mrs score was 4 and post procedure was 0. The patient's post procedure nihss score was 2. The patient's baseline tici score was 1 and post procedure was 3. Intravenous tissue plasminogen activator was not contraindicated. There was 1 pass made with the device. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 65 minutes. It was reported that when the thrombectomy stent was used in conjunction with the intermediate catheter to pull out a large amount of thrombus, and the stent was prepared to be cleaned and reused, it was found that the stent body was broken. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that the cause of the stent damage was not determined. It was clarified that the stent body separated. The procedure was completed with a new solitaire fr stent.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361). Drawing(s) referenced: none. As found condition: the solitaire fr device was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: the stent was found not attached to the pusher. The pusher inner core wire was found to have separated at the buffer coil weld within the shrink tubing; 3.0cm from the stent¿s proximal marker. The solitaire fr stent was found still attached to the core wire and in good condition. Testing/analysis: the broken solitaire fr pusher was sent out for scanning electron microscopy (sem) failure analysis. According to the sem report, due to mechanical smearing of the fracture surface, the mode of failure was unable to be determined. Conclusion: based on the device analysis and reported information, the customer¿s ¿separation¿ report was confirmed as the pusher inner core wire was found to have separated. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. However, the cause for the device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 mpxr 1273295 (rep, hcp, for): medtronic received a report that the solitaire fr stent's body was found damaged. The patient was undergoing surgery for treatment of an ischemic stroke located in the left middle cerebral artery. The patient's baseline mrs score was 4 and post procedure was 0. The patient's post procedure nihss score was 2. The patient's baseline tici score was 1 and post procedure was 3. Intravenous tissue plasminogen activator was not contraindicated. There was 1 pass made with the device. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 65 minutes. It was reported that when the thrombectomy stent was used in conjunction with the intermediate catheter to pull out a large amount of thrombus, and the stent was prepared to be cleaned and reused, it was found that the stent body was broken. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. On (B)(6) 2025 e1, e2 (for, rep, hcp): additional information was received that the cause of the stent damage was not determined. It was clarified that the stent body separated. The procedure was completed with a new solitaire fr stent.